Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre 2 sensor. Customer experienced symptoms of hypoglycemia described as "disorientation" and was treated with glucagon injection by her husband. There was no report of death or permanent impairment associated with this even.

Manufacturer narrative:
Sensor 3mh003yczgm has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug was properly seated in the mount. Communication was attempted between the returned sensor and a retained reader and reader successfully communicated with the returned sensor. No scan timeout error message was observed, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. Section d3 (email) was updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre 2 sensor. Customer experienced symptoms of hypoglycemia described as "disorientation" and was treated with glucagon injection by her husband. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre 2 sensor. Customer experienced symptoms of hypoglycemia described as "disorientation" and was treated with glucagon injection by her husband. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.